Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunctions alarm occurred. Customer¿s blood glucose level was 83 mg/dl. Customer was able to reset pump and declined replacement pump.